Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned in a specimen cup. Blood and solution was dried on the lens. One haptic is broken from the haptic/optic junction area (not returned). The lens was cleaned with lphse for further evaluation. No optic damage observed. The lens resolution was checked. The optical resolution is acceptable. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens resolution was checked. The optical resolution is acceptable. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced halos. Because the patient did not like the halos, the iol was removed in a secondary procedure. Additional information was received from the initial reporter that the patient experienced worse visual acuity and the clinical reason for the exchange was loss of best corrected visual acuity (bcva).